Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with 300 units of insulin. Customer¿s blood glucose was 120 mg/dl. Reportedly, the customer had manual injections available as alternate insulin therapy.